Manufacturer narrative:
On 11/14/2019, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Mentor received an update to the events submitted in the previous reports. The patient underwent bilateral explantation and replaced with 490cc mentor memorygel breast implants (catalog number shpx490, left-sided serial number (B)(4), right-sided serial number (B)(4)). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12/6/2019, the product investigation was completed. Device investigation summary: during visual analysis of the sample, the device was found ruptured and received incomplete in two parts. Microscopic examination was performed, and no evidence of instrument damage was observed. No other anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 390 mentor memoryshape gel breast implant and experienced postoperative left-sided rupture. The diagnosis was confirmed by a physician upon examination. As a result, the patient's impacted device was explanted on (B)(6) 2019.